Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 7 mdrs filed for the same event (reference 1825034-2014-03765, 03757/03759, 03808, 03809 & 03814).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed the surgery dates and suggests patient underwent a revision procedure of the left hip on (B)(6) 2013. It further suggests that patient underwent another revision procedure on (B)(6) 2013 due to alleged infection; there is no indication as to which hip underwent this procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed the surgery dates and suggests patient underwent a revision procedure of the left hip on (B)(6) 2013. It further suggests that patient underwent another revision procedure on (B)(6) 2013 due to alleged infection; there is no indication as to which hip underwent this procedure. Additional information provided in patient medical records indicate that the right hip revision procedure was performed on (B)(6) 2013 due to pain, loosening and chronic infection. The patient's operative report noted murky, yellow fluid; bone loss; and chronic infection. Additional information provided in patient medical records indicate that the left hip revision procedure was performed on (B)(6) 2013 due to pain and chronic infection. The patient's operative report noted a superficial abscess, fluid, and chronic infection. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.